Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient experienced an intraoperative femoral bone fracture.

Manufacturer narrative:
Additional narrative: clinical report states that patient experienced an intraoperative femoral bone fracture. No devices were returned for review. One other report found against the 8230706 lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the remaining product/lot code combination. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.